Manufacturer narrative:
Describe event or problem updated. Bsc ID: (B)(4).

Event description:
It was further reported that because la thrombus was detected, drip infusion of heparin was strongly introduced and there was a oral medication change/adjustment. The thrombus was noted to have resolved on (B)(6) 2018.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical trial. It was reported thrombus on the device occurred. In (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A 30 mm watchman ® laa closure device was successfully implanted. In (B)(6) 2017, a transesophageal echocardiogram (tee) was performed and no thrombus was reported. Warfarin was discontinued, thienopyridine was initiated and aspirin was continued. In (B)(6) 2017, the patient was admitted for heart failure. In (B)(6) 2017, direct current cardioversion was performed. After cardioversion, a transthoracic echocardiogram (tte) was performed and detected left atrial thrombus attached on the atrial side of the closure device. It was noted that tte was not performed prior to cardioversion. A drip infusion of heparin was strongly introduced.